Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 18 june 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation. On 18 june 2018, it was reported during preventative maintenance it was found that a meshgraft had a damaged cutter, roller, and handle and needed recalibrated. A zimmer meshgraft ii serial number (B)(4) was already at a zimmer facility and was available for evaluation. Evaluation of the device on 18 june 2019 noted that the device was out of calibration, had a damaged cutter, handle, and roller, and had non-original screws installed. Upon further evaluation, it was found that the meshgraft did not produce a passing test mesh and that the device required the side plate update. On 21 june 2019, the customer requested that the device be returned to them unrepaired. The device was tested and inspected. While the service technician does found that the meshgraft had a damaged cutter, roller, and handle and was out of calibration, it cannot be determined from the information provided as to what caused the damage to the components or caused the device to fall out of calibration. Therefore, a specific root cause of the reported event cannot be determined. During evaluation of the device, it was found that there were non-original screws installed on the meshgraft. The instructions for use for the zimmer meshgraft ii states to not disassemble the device and that the device should be returned to a zimmer authorized repair facility for servicing. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the meshgraft ii device was sent in for maintenance, and it was identified that the unit needed repair for damaged cutter, transport roller, and handle. They were replaced and re-calibrated. There was no patient involvement. No adverse events were reported as a result of this malfunction.